Event description:
Flow set to rate of 500cc/hr with a limit of 500cc. Pump found to have exceeded the limit. 800cc delivered to pt. Pump was found unplugged. Pump taken to hospital's biomed dept. Biomed did not evaluate the unit. Will be sent to mfg for eval.